Event description:
Surgeon informed staff that the maryland bipolar forceps tip was broken. It was discarded from the field. New bipolar forceps were added to the field and the procedure continued without furhter event. Bipolar instrument lifespan 2 of the projected 10 uses.